Manufacturer narrative:
The iabp displayed electrical test failure code #53. The company representative found the shuttle transducer out of calibration by 1037 mmhg. He replaced the front end board ((B)(4)). Calibrated board to factory specification. The iabp was performance and safety tested to factory specifications. The iabp functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that prior to use on a pt, during power up, the iabp generated an "electrical test failure code #53" (shuttle transducer offset failure) alarm. No pt was involved.